Manufacturer narrative:
(B)(4). Evaluation summary: the device was serviced by a service technician. This is an ancillary service event. Visual inspection and functional testing were performed. The battery low alarm was identified during functional testing. The cause of the condition was determined to be a low battery. To correct the condition, the battery was replaced. The device was serviced to meet functional specification. Should relevant information become available, a supplemental report will be submitted.

Event description:
During product service by a service technician, a flo-gard infusion pump was found to present a battery low alarm. No additional information is available.